Event description:
It was reported that the insulin pump needs a complete functional analysis. No further information provided.

Manufacturer narrative:
Unable to prime during prime/compromised force sensor system alarm test due to faulty fsr(gold).cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.